Event description:
It was reported that the pt had been responding great to the therapy and it had been "amazing". She had not vomited in a month. On (B)(6) 2011, the pt returned to work for about 6 hours. The pt works in a (B)(6) lab in a small 20x10 room with about 10 computers and towers, a high speed centrifuge, (B)(6) 70 freezer, roche analyzers and other refrigerators with freezers. When the pt entered the room, she felt "little pains" and was aware of the device upon entering the room. When the pt was on the other side of the wall in the clerical area, she did not feel the pain. On (B)(6) 2011, the pt awoke before 8am with "extreme pain, like fire crackers, it felt like when I used to touch a hot wire as a child." It felt electric. It started above the pacer, up the side and across to the chest. The pt couldn't move or breath. It was different intensities of pain and came on quick. The longest pain lasted a minute or two and then would subside. This lasted for 30 mins. The pt called their physician and was having no pain at that time. The pt went back to sleep and then got up to shower. The pain started again while in the shower. It was not as intense and lasted for about 15 mins. The pain was not positional nor constant. The pt did feel a pain about 45 mins prior to her physician appointment. She was having no pain while in the physician's office. The pt does not touch the stimulator site nor manipulate the device. There was no activity or event such as a fall or exercise that might have caused this event. The settings are: 579 ohms, 2 and c 374 ohms, 3 and c 315 ohms, 5 ma, 2.9 v, 330 pw, 14 hz, 0.1 sec on, 5 sec off. Polarity 3+, 2-. The physician ordered an x-ray and turned the device down. The xray showed no abnormalities. The pt was reluctant to turn device off due to relief of symptoms. The physician planned to wait until the pt was further out from surgery to see if the pain resides. Additional info was requested.

Manufacturer narrative:
(B)(4).